Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; seroma.

Event description:
Patient representative reported right side "swelling, redness, hardening" and "rupture." Healthcare professional later reported the right side device was "intact", capsular contracture baker iii, and "minimal seroma inferior to the right prosthesis." The device has been explanted and replaced. "Antibiotic, levofloxacin, clindamycin" were prescribed as part of treatment.